Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with mckesson prevent® sg glide safety hypodermic needle the needle was blocked. There was no report of patient impact. The following information was provided by the initial reporter: difficulty with drawing back and advancing.

Event description:
It was reported that during use with mckesson prevent® sg glide safety hypodermic needle the needle was blocked. There was no report of patient impact. The following information was provided by the initial reporter: difficulty with drawing back and advancing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-mar-2023. H6: investigation summary: one hundred and ten samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-eight samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2153548. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.